Event description:
The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm which is used to trigger ventilator breaths synchronous with the pt's breathing efforts. It was reported that there was a tear or partial break in the catheter near or at the electrode area. During the 11 days of use with the catheter there where no problems noted with the edi-signal.